Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient had no cgm (continuous glucose monitor) readings 2 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient was asleep and woke up in the middle of the night not feeling well. The patient then started ¿excessively vomiting¿. The patient¿s cgm was not displaying any readings, and the bg (blood glucose) meter reading was 600 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s parents called the patient¿s doctor who attempted to troubleshoot over the phone but ultimately advised the patient to go to the ER (emergency room). The patient¿s parents took the patient to the closest ER. At the ER, the patient had lab work done and was diagnosed with diabetic ketoacidosis. The patient was treated with insulin and IV fluids. The patient¿s parents could not recall all of the bg meter readings the patient had done while in the hospital. The patient was discharged home two days later. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.